Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report blood glucose levels over 600 mg/dl. The customer also reported that the insulin pump has not given the no delivery alarm in over two years. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.